Event description:
Stem was loose and removed. Liner of cup was also changed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A review of the provided or x-rays by a clinical consultant indicated: "the two x-rays are identical and are post event. They confirm the stem loosening with the cup still stable and without wear or other adverse signs. The accolade stem appears to have adequate size and position while also the cup has a good position minimizing the risk on impingement or subluxation, frequent contributors to fixation problems. There is no additional info on patient-related factors such as smoking, weight or activity status which leaves a great magnitude of possibilities to contribute to the failure scenario of this case. No apparent procedure-related factors evident and as such not enough other information to draw a plausible conclusion as to the possible root causes of failure.". The exact cause of the event could not be determined because insufficient information was provided. A medical review was carried out on the available x-rays, the loosening of the stem was confirmed however a plausible root cause could not be determined based on the provided information. Further information such as return of the device, operative reports, further x-rays and patient medical records would be helpful in investigating this event further. The reported event regarding alleged loosening involving an accolade stem was confirmed.

Event description:
Stem was loose and removed. Liner of cup was also changed.